Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following cause. - the foreign material is thought to be fragments of endo therapy accessories or a protection item of them which are used on procedure. The foreign material may have remained in the instrument channel because the facility staff was less trained on device handling and/or reprocessing according to the instruction manual of the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the receipt inspection, it was found that the foreign material was in the insertion part of the subject device. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.